Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.